Manufacturer narrative:
(B)(4). Concomitant medical devices: us157848, lot 746280 (m2a magnum pf cup, sz 48mm od); 157442, lot 970710 (m2a magnum modular hd, sz 42mm); 11-103202, lot 745950 (taperloc modular lateralized femoral stem, sz 7.5mm). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01714, 0001825034 - 2020 - 01716, 0001825034 - 2020 - 01718. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a revision surgery approximately 10 years post implantation due to metallosis, osteolysis, elevated metal ions and noise. During the procedure gray tissue was noted around proximal femur. Osteolysis noted at proximal femur with greater trochanter fragmentation and displacement, superior and proximal. Magnum cup, head, and taper adapter explanted without difficulty. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. There is no alleged event against the taper.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. There is no alleged event against the taper.